Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - chronic low back pain. It was reported that the patient was needing to charge more often and thought it was because his neurostimulator (ins) was getting close to needing to be replaced. Patient is to follow up with healthcare provider. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the cause was needing to replace the battery and they were going to see their doctor in january. The issue had not yet been resolved.